Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that while implanting an intraocular lens (iol) in a patient, the patient's capsule tore. The incision was enlarged, the iol was removed, and vitrectomy was performed. Another lens was implanted during the same procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Lens was cut into three pieces, has one broken haptic and appears to have evidence of ophthalmic viscoelastic on it. Condition of the lens is consistent with that of an explanted iol. All pertinent information available to the manufacturer has been submitted. Placeholder.